Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the c drive software was corrupt on the mobile view station (mvs). The software was reloaded on both the computers. They checked the bios and configuration files and the system was working as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when attempting to use their system for testing, the following message appears on the mobile view station (mvs): ¿an error has occurred that may have damaged the system¿s integrity¿. They were unable to move past the message and a reboot did not resolve. No patient was present at the time of the event.